Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient had minor bleeding and that they encountered positioning issues. The patient had a small hematoma at the impella cp site that increased. Manual pressure was held to the site, the hematoma was expressed and the site became stable. Additionally, the impella had another ¿in aorta¿ alarm that had not resolved. The impella was switched to p-2 and the doctor was to be at bedside to reposition under echo as soon as possible. The doctor performed a pocus and the pigtail appears to still be across the valve. Extensive education was provided to the care team. The patient remained on impella support for two days. The patient remained stable.

Manufacturer narrative:
Additional information was provided in h6 (component code). The cause of the bleed/ hematoma was most likely use issue related since the user placed the blue suture hub into the skin which is not advised with the use of cp.

Manufacturer narrative:
H6: added type of investigation codes b11 and b13 h11: added the results of the investigation. Investigation summary no product was returned. Minor bleed/ hematoma: the cause of the bleed/ hematoma was most likely use issue related since the user placed the blue suture hub into the skin which is not advised with the use of cp. Difficult to place or position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1947612 device history review: device (sn: (B)(6)) passed all post sterile inspection checks.